Event description:
(B)(4). According to the information received, there was a catheter with friction/coating problems. The catheter is stiff; the customer got bleeding from the catheter. The catheter is reported to be rough (rugged) when you touch the catheter.

Manufacturer narrative:
Testing of the speedicath ch14 male catheters returned did not provide us with an explanation as to the cause of the incident reported. Five catheters were evaluated using a friction test. All values were within the acceptable values in the product specification. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint.